Manufacturer narrative:
Analysis of 37761, serial/lot #: (B)(6). Recharger found bent/ broken connector pins at the end of cable. Scrapped ac adaptor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the connector pin was bent from accidentally plugged the desktop charger into the insr upside down by accident. The patient also reported it was taking them longer to charge. The insr (ins recharger) charge level was only showing 1/2 full despite being plugged in all the time. The issue was with the insr charging from the a/c power source, not charging the ins. No patient symptoms or further complications were reported as a result of this event.